Event description:
Report of 2 of 3 received of the pt receiving more medication than intended. The pump was programmed to deliver a "1:1" concentration of fentanyl subcutaneously at a rate of 2ml/hr. Reportedly, the infusion finished at an unspecified time that was earlier than expected. The reporter stated that the pump was "delivering more than it was programmed to deliver and seemed to be reading correctly." There were no reported adverse pt effects and no medical interventions were required.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.